Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our mr manufacturer of an event that occurred. The patient was having an MRI scan. At the end of the examination, the patient complained about a burning sensation on the anterior part of the right leg just above the knee. A third-degree burn approximately four centimeters long and one half centimeter wide was reported.